Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not deployed at the firing on the blood vessel. Then, the device was fired for functionality out of the patient and the deployed clip was unformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was returned in good physical condition. Upon visual inspection, a clip jammed was noted to be inside the shaft; the clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed seven conforming clips. In addition the device locked out as intended. A potential cause for the experienced issue was the jammed clip found. However, no conclusion could be reached as to what may have caused the reported incident.